Event description:
It was reported that pump displayed alarm 2 related to an occlusion, and customer noted that no insulin drops were seen at the end of delivery. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed caller to disconnect tubing from infusion site, tighten t:lock, point tubing downward, and deliver 5-unit bolus while explaining that insulin on board would be affected, and occlusion alarm did not recur after these steps.